Event description:
It was reported that the insulin pump was delivering insulin by itself, and was showing some alarms. It was stated that the doctor recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion and excessive no delivery test due to prime anomaly. The insulin pump was monitored for two days, no unexpected bolus or bolus anomalies noted.